Manufacturer narrative:
The medical center in japan did not return the product for investigation. The root cause of the limb ischemia was determined to patient condition. Vessel size and condition contributed to the ischemia. The failure mode will be monitored and trended.

Manufacturer narrative:
The investigation into the reported limb ischemia is on-going at this time. No product was returned from the (B)(4) medical center for analysis. When the investigation is completed, a final report will be filed.

Event description:
In (B)(6) a patient was admitted suffering from cardiogenic shock. The medical team placed an impella cp via the femoral artery for hemodynamic support for a planned repeat bypass surgery. The leg accessed by the impella became ischemic. The team removed thrombus via the use of fogarty balloon. The thrombus was noted to have embolized to the common femoral and superficial femoral arteries.